Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) was under-sensing. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the right atrial (ra) lead was explanted.

Manufacturer narrative:
The reported event of sensing anomaly was not confirmed. Final analysis found that as received, a partial lead (only the connector portion) was returned. Upon electrical testing, no indication of conductor fractures and internal shorts were observed. Upon visual and x-ray examination, no anomalies were noted except for procedural damage.